Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) after receiving three inappropriate shocks from the device. The device was interrogated and the episodes showed noise, oversensing, and diminished r-wave amplitudes. An x-ray was performed, which revealed the electrode was dislodged. The device was deactivated and the patient was hospitalized in the intensive care unit (ICU) for monitoring. The physician was awaiting authorization from the patient's health insurance to perform a procedure, planning to reposition the electrode if possible. It was noted the patient had the s-ICD system implanted in the united states. No additional adverse patient effects were reported. The system remains implanted but not in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) after receiving three inappropriate shocks from the device. The device was interrogated and the episodes showed noise, oversensing, and diminished r-wave amplitudes. An x-ray was performed, which revealed the electrode was dislodged. The device was deactivated and the patient was hospitalized in the intensive care unit (ICU) for monitoring. The physician was awaiting authorization from the patient's health insurance to perform a procedure, planning to reposition the electrode if possible. It was noted the patient had the s-ICD system implanted in the united states. No additional adverse patient effects were reported. The system remains implanted but not in service. Additional information was received. Four months later, the s-ICD device and electrode were explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported.